Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed due to a lack of sample. A caregiver contacted global technical services (gts) regarding assistance with a supply bag falling "off the tubing" while using the homechoice (hc) during dwell 1 of 3. Root cause was determined to be the supply bag falling and disconnecting. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a supply bag falling ''off the tubing'' while using the homechoice (hc) during dwell 1 of 3. The caregiver stated there were no alarms. Gts advised the caregiver to start over with new supplies. No injury or medical intervention was reported.